Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on information obtained by the customer care advocate (cca). The patient stated that the alleged issue started at 10 p.m. On (B)(6) 2012. The patient reported obtaining a blood glucose (bg) result of 160 mg/dl with the subject meter and then administered herself a 15 unit bolus of insulin (unknown type). The patient claimed that 15 minutes after administering herself with insulin she tested her bg again and obtained a reading of 549 mg/dl with the subject meter and three minutes after that obtained a result of 180 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient reported that 3 hours after the alleged issue started she began to feel shaky and sweaty. The patient mentioned to the cca that 15 minutes after the onset of symptoms she consumed food and/or drink as treatment. The patient informed the cca that she is on insulin pump therapy and denied making any changes to her normal diabetes management as a result of the alleged issue. At the time of troubleshooting the (cca) confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved testing. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury and had to treat herself as a result of the alleged inaccurate and erratic blood glucose results. In addition, the reported blood glucose results fell outside of lfs's precision specifications.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.